Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is not delivering programmed basal rates. Customer has been high the last couple of days. Physician and customer stated that the insulin pump is not working correctly. Nothing further reported.